Manufacturer narrative:
There was an allegation of additional questionable elecsys troponin t hs result from the cobas e 801 analytical unit. Patient 2's initial result on (B)(6) 2025 was 4.52 ng/l. The first repeat result was 7.34 ng/l. The second repeat result was 4.58 ng/l. The third repeat result was 5.64 ng/l. Patient 3's initial result on (B)(6) 2025 was 15.1 ng/l. The repeat result was 18.2 ng/l. The second repeat result was 15.3 ng/l. No calibration influence was observed. A general reagent or analyzer problem was not present because the qc prior to the event was within ranges. The investigation determined that the root cause is consistent with poor sample quality. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Event description:
There was an allegation of a questionable elecsys troponin t hs result from the cobas e 801 analytical unit for one patient. An aliquoted patient sample was used. The initial result was 6.6 ng/l. The second result was 3.59 ng/l. The third result was 3.0 ng/l.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.